Event description:
A user facility reported the connector on this laryngeal mask airway broke during use in a pt. There was no pt injury or problem. The user facility has returned the laryngeal mask airway for evaluation.